Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Therefore, it is subject to reportability under MDR. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the "screwdriver 9031010 of this kit was broken, this made the surgery very challenging. Because of the screwdriver being broken, we had a hard time measuring the length of the screw and screwing the screw in. This led to 2 screw heads being worn out and thus unusable and 2 pins breaking. The surgery took +100min, instead of 45min. The surgery ended successfully, with a lot of perseverance and by using alternative methods."

Event description:
It was reported that the "screwdriver 9031010 of this kit was broken, this made the surgery very challenging. Because of the screwdriver being broken, we had a hard time measuring the length of the screw and screwing the screw in. This led to 2 screw heads being worn out and thus unusable and 2 pins breaking. The surgery took +100min, instead of 45min. The surgery ended successfully, with a lot of perseverance and by using alternative methods."

Manufacturer narrative:
Correction to h3(device evaluated by mfg) and h6(device code). The reported event could be confirmed during the investigation. The device inspection revealed the following: the identification of the returned screwdriver could be confirmed based on the catalog and lot numbers marked. The tip of the instrument is broken, as reported. The detached fragment has not been returned. The surface of the breakage gives evidence of sudden brittle fracture under excessive bending load. Based on the investigation of the device and of the manufacturing documents, any manufacturing related issue could be ruled out. Based on investigation, the root cause was attributed to an user related issue. The breakage was most probably caused by excessive load applied to the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.